Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.